Event description:
It was reported that the patient could no longer use their inflatable penile prosthesis device. During revision surgery, the physician discovered a fluid leak at the junction where the tubing meets the pressure regulating balloon. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.